Manufacturer narrative:
(B)(4). The evaluation of the device as been completed. The field service engineer (fse) verified the malfunction and replaced the graphical. User interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
Report received that ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event and no additional information is available.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.